Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels that range from (288 mg/dl-527 mg/dl) the customer took boluses to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer stated to be new to pump therapy and has been changing pump settings around multiple times with the health care provider and believes elevated bg levels are due to pump settings. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.